Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2013 due to an unknown product performance issue. The physician is dr. (B)(6) at (B)(6) in (B)(6), pa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).